Event description:
Customer reports to have high blood glucose of 429 mg/dl, even after customer changed infusion set. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer did not contact healthcare professional regarding high blood glucose, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, customer was programming correctly, and no air found in tubing. Customer did not have tubing clamp to complete testing. Customer was advised tubing clamp would be sent. After checking infusion set, customer states cannula was occluded and site was sore. Customer was advised to call once in receipt of tubing clamp. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).